Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. Customer did eat and went up to 309 mg/dl. Customer stated all the setting are fine and works closely with her healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.